Event description:
A report was received per social media post that the patient's spinal canal narrowed and the leads became loose. It as also reported that the patient underwent two surgeries for reconnection. The patient underwent an explant procedure.